Manufacturer narrative:
The mvp remains implanted in the patient; product analysis cannot be performed. Based on the reported information, there did not appear to have been any defect of the mvp during use. The event occurred in the patient post-procedure and its cause could not be conclusively determined from the reported information. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from an oral presentation of patient outcomes after mvp implantation. The oral presentation was titled, "embolotherapy of pulmonary arteriovenous malformations with the mvp micro vascular plug: technical success and intermediate-term results." On the series, physician reviewed 106 pulmonary avms (82 simple, 24 complex) which were treated with 122 mvps. The presentation states that on follow-up, one patient developed painful microemboli to two toes. The patient's symptoms resolved with heparin.